Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh and boston scientific advantage fit were implanted . The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Mesh exposure/extrusion/protrusion. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent an abdominal sacral colpopexy, perneorrhaphy, advantage fit mid urethral sling and cystoscopy with mesh implantation to treat vaginal vault prolapse. It was reported that the patient had sling takedown on (B)(6) 2011 due to pain and obstructive voiding. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring. No additional information was provided. (B)(4).